Manufacturer narrative:
Reliability analysis inspected 3 random sealed reservoirs and performed the pre-fill on all reservoirs per es 9041 and d 9195886 et2 section 1 to 8. The reservoirs passed per inspection and no air bubbles anomaly was found during analysis. The o-ring was checked for defects and there were none present. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call air bubbles anomaly inside the reservoir and high blood glucose levels. Customer's blood glucose level was over 400 mg/dl. Troubleshooting for air bubbles anomaly was performed. Customer advised they notice their blood glucose was high for no reason and that was when they realized air bubbles inside the reservoir. Customer advised they had several tiny air bubbles inside the reservoir. Customer changed out their site twice and had a bent cannula. Customer was advised that replacement reservoirs will be sent out and they agreed to return the reservoirs for further analysis.